Event description:
It was reported that the patient experienced the device failed to be fully rigid with an inflatable penile prosthesis (ipp). Upon further examination by the physician fluid loss was observed. The physician will replace the entire system. The ipp remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.